Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid 5.0 mg/ml at 1.6023 mg/day, clonidine 150 mcg/ml at 48.07 mcg/ml, and bupivacaine with an unknown concentration at 2.0 mg/day via an implantable pump for an unknown indication for use. It was reported that the patient had complained about their pain treatment and said he felt like it was working sometimes and not [working] other times. The logs were read and at least one motor stall had occurred and about a day and a half later the motor stall recovery had occurred. The patient said that he did hear the pump alarming on a regular basis. The physician carried out a dye study to check the patency of the catheter and the physician thought that after the dye study that there was no issue with the catheter and that the catheter was patent. The physician then concluded that the pump may not be working properly in that it was not delivering drug in a correct fashion and decided to replace it with a new synchromed pump on (B)(6) 2019. It was reported that the patient had not had a fall and did not think that any event had contributed to the failure of the pump. It was also reported that the patient had not had an magnetic resonance imaging (MRI) on or about the time of the motor stall occurring. It was also reported that during the pump replacement the pump segment catheter was accidentally cut and so was replaced with a new pump connector. The issue was resolved at the time of this report and the patient status was alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as a stall due to shaft-bearing. Eval code-conclusion code 67 no longer applies to the event, eval code method code 4114 no longer applies to the event, eval code-result code 3221 no longer applies to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the concentration of bupivacaine was 2.0 mg/ml. It was reported that the new pump was implanted on (B)(6) 2019 after the manufacturer representative was told a pump case was occurring on the (B)(6) 2019. The manufacturer representative indicated that the pump logs would be provided and further reported that in the logs you can see that 2 motor stalls occurred. No further complications were reported and/or anticipated.